Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/26/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis and experienced deflation post procedure. As a result, the patient had had explant performed on (B)(6) 2018.

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/22/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.6 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this point, is not possible to determine the brown material found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/2019 mentor became aware that a3 was erroneously filled out incorrectly in the initial report submitted on 2/6/2018. A3 has been correctly updated to reflect female. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/23/2018. The final fill volume of the impacted product was 560ccs. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 325cc saline prostheses was performed with explant. Manufacturer¿s reference number: (B)(4).